Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump had issues with no delivery alarms. Customer's blood glucose level 414 mg/dl at the time of incident. Advised the pump is working as designed. Customer states the pump did not alarm no delivery. Customer was advised customer will not return device for analysis.